Event description:
It was reported that two weeks before surgery the patient presented with an inflatable penile prosthesis (ipp) not working as expected. Tests showed a hole in one of the cylinders; therefore, the cylinder and pump were removed and replaced. The cause of the cylinder hole was not detailed by the hospital. The patient had a stable outcome following the surgery.

Manufacturer narrative:
B3 date of event: approximate date investigation summary: with all the available information boston scientific concludes that the reported cylinder hole was not confirmed; however, product analysis identified broken fabric threads in one of the cylinders. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinder was visually inspected and examined using a microscope. Cylinder was identified to be cut into half in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery, it will be considered a secondary failure. Cylinder has wear at a fold in the cylinder body; broken fabric threads was present. Cylinder was not leak nor pressure test due to that cylinder was cut into half. Product analysis was unable to confirm the reported allegation related to hole/perforation; however, product analysis concluded that the identified broken fabric threads could affect the functionality of the device and the reported of mechanical issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Manufacturer narrative:
B3 date of event: approximate date. Investigation summary: with all the available information boston scientific concludes that the reported cylinder hole was not confirmed; however, product analysis identified broken fabric threads in one of the cylinders and pump activation issues. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinder was visually inspected and examined using a microscope. Cylinder was identified to be cut into half in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery, it will be considered a secondary failure. Cylinder has wear at a fold in the cylinder body; broken fabric threads was present. Cylinder was not leak nor pressure test due to that cylinder was cut into half. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump was functionally tested and failed the activation and valve deactive state tests. Product analysis was unable to confirm the reported allegation related to hole/perforation; however, product analysis concluded that the identified broken fabric threads and pump activation issues could affect the functionality of the device and the reported mechanical issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that two weeks before surgery the patient presented with an inflatable penile prosthesis (ipp) not working as expected. Tests showed a hole in one of the cylinders; therefore, the cylinder and pump were removed and replaced. The cause of the cylinder hole was not detailed by the hospital. The patient had a stable outcome following the surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Date of event: approximate date.

Event description:
It was reported that two weeks before surgery the patient presented with an inflatable penile prosthesis (ipp) not working as expected. Tests showed a hole in one of the cylinders; therefore, the cylinder and pump were removed and replaced. The cause of the cylinder hole was not detailed by the hospital. The patient had a stable outcome following the surgery.